Event description:
It was reported that during a da vinci myomectomy procedure, a kinked wire cable was identified on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the distal clevis hub. There was no damage found at the clevis. Failure analysis investigation also found scratches on the surface of the distal pulley. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable and main tube scratches found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.